Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient presented with bacteremia and was treated with intravenous antibiotics via peripherally inserted central catheter (PICC). The site also reports that the patient was admitted to the hospital and diagnostic testing was performed that showed patient within normal lactate dehydrogenase (ldh) range as well as low international normalized ratio (inr). The site further reports the patient had low flows and was admitted into the intensive care unit (ICU) for suspected inflow/outflow thrombus. A transthoracic echocardiogram (tte) was performed on (B)(6) 2018 that showed possible inflow cannula thrombus. Furthermore, a computerized tomography (CT) was also performed and showed stenosis of the outflow graft. The site then reported the patient experienced a significant drop in power on (B)(6) 2018 and reports the patient was experiencing some dizziness but no other major impact. It was further reported that inotropes, dobutamine and IV heparin were used to treat the patient and that the patient is reported to be stable in the intensive care unit (ICU). The site then reported that the patient presented with pleural effusion that was drained. The patient showed improving parameters. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2018.

Manufacturer narrative:
The ventricular assist device (vad) was returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2018 to parameters below the normal operating range and 48 low flow alarmrecorded since (B)(6) 2018. A subsequent increase in power consumption and estimated flows was recorded, with parameters returning to normal operating range. Of note, it was reported that a transthoracic echocardiogram (tte) showed possible inflow cannula thrombus and a computerized tomography (CT) scan showed stenosis of the outflow graft. It was further reported that the patient received heparin treatment after which the power and flow returned to normal operating range. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.